Manufacturer narrative:
Correction to field b1. Adverse event/product problem; b5. Describe event or problem.

Event description:
It was reported that this right atrial (ra) lead was explanted with reason unknown. A new lead was implanted. No additional adverse patient effects were reported. Additional information was received indicating that this lead was not functioning as expected resulting to explant.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted with unknown reason. A new lead with the same model was implanted. No additional adverse patient effects were reported.